Event description:
It was reported that patient was not able to get enough pain relief. It was noted also that patient having difficulty charging the ipg. The patient underwent an ipg replacement procedure and was doing well post operatively. The explanted device was discarded at the facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.